Event description:
It was reported that the left monitor of the 9800 system went gray (blank) during a case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the mainframe power supply, generator interface board, and the ccd camera. The system was tested and found to be working as intended, and placed back into service.